Event description:
The customer reported the system would not boot up completely and a system error was detected. This resulted in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge representative performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.